Manufacturer narrative:
Additional information was added to h4 and h6 h4: device manufactured between march 06, 2020 to march 09, 2020. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused during patient infusion. The reporter stated that the expected therapy time was 48 hours, infusion extended for 21 hours and 20 minutes more. The device had been filled with cytotoxic solution with a total fill volume of 240ml; device was "dad 5%". There was no patient injury or medical intervention associated with this event. No additional information is available.